Event description:
It was reported that the patient alleges the bolus recommendations provided by the software application are not accurate. No adverse event reported. Software application was not requested for return.